Event description:
It was reported that the patient called with concerns about the bend relief of the system controller white power cable. The patient was not experiencing any alarms.

Manufacturer narrative:
Section a: patient gender and weight were not provided and will be requested. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1, brand name: corrected. Section d4, catalog number, primary UDI number, and expiration date: corrected. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of a damaged white power cable strain relief of the system controller was confirmed. There were no log files submitted for review. System controller, serial (B)(6), was not returned for analysis. The provided information stated that the patient did not experience alarms due to the damage. The submitted picture shows minor damage to the white power cable strain relief that allowed for slightly more bending of the cable. There is no visible damage to the jacket or underlying wires observed. Additional information stated that the controller was consequently exchanged. A root cause for the reported event cannot be conclusively determined through this analysis. The device history records were reviewed were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller connectors and cables. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. No further information was provided. The manufacturer is closing the file on this event.